Manufacturer narrative:
Approximately one month after the onset of peritonitis, the patient expired at the hospital (further details not reported). The cause of death was not reported. It was not reported if the peritonitis event had resolved prior to the patient¿s death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was not reported. Treatment and the patient outcome were not reported. Action taken with pd therapy was not reported. Additional information is not available.